Event description:
Complainant alleged that during a device check, the autopulse® platform would sometimes stop operation. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Please note that the platform in complaint was returned to zoll (B)(6). Zoll (B)(4) confirmed the customer's reported complaint that the platform stopped operation. Zoll (B)(4) also observed a user advisory (ua) 2 (compression tracking error) message on the first compression. Investigation is still in progress. A supplemental report will be filed when investigation has been completed.